Event description:
Pt reported an inaccuracy in her cgm readings, stating that her cgm read at 150 mg/dl when her fingerstick measurement was 17 mg/dl. Pt reported that she "sort of passed out," but that somebody found her and encouraged her to drink juice and eat candy. No medical intervention was required and pt is now fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.